Manufacturer narrative:
Device evaluation by MFR: the mustang device 10x8x7cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula in the central vein. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported. It was further reported that the target lesion was 75% stenosed with less than 45 degrees bend, severely calcified and severely tortuous. The balloon was inflated once at 10 atmospheres for 1 second before it ruptured and was completely removed from the patient.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula in the central vein. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported. It was further reported that the target lesion was 75% stenosed with less than 45 degrees bend, severely calcified and severely tortuous. The balloon was inflated once at 10 atmospheres for 1 second before it ruptured and was completely removed from the patient.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula in the central vein. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.